Event description:
While on a patient the o2 gas module failed. The module was inspected by the hospital and noted a damaged inductor inside the module. Risk manager will provide additional information. Ventilator settings were not initially reported. An ambu bag was used for ventilating the patient and the ventilator was swapped out. Patient injury unknown. The hospital has declined to return the gas module, as they may want a third party to investigate it.